Manufacturer narrative:
The investigation determined that during a correlation testing event, higher and lower than expected vitros ipth results were obtained from twenty four patient samples processed on a vitros system when compared to a non-vitros method (roche cobas) to which the vitros ipth should have a 1:1 correlation. Ortho has identified a 40% positive bias comparing vitros ipth to alternative commercially available methods. The origin of the overall positive bias is currently not known. The investigation is ongoing. The FDA (B)(6) was notified of this issue on 13 october 2016. Refer to report number 3007111389-10/13/2016-001-c. (B)(4).

Event description:
Higher and lower than expected vitros ipth results were obtained from twenty four (24) patient samples when compared to a non-vitros method (roche cobas) to which the vitros ipth assay should have a 1:1 correlation. Sample 12: 116.8 pg/ml versus 81.70 pg/ml. Sample 13: 89.5 and 81.9 pg/ml versus 49.06 pg/ml. Sample 15: 99.6 pg/ml versus 75.66 pg/ml. Sample 18: 122.7 pg/ml versus 91.42 pg/ml. Sample 20: 129.4 pg/ml versus 94.13 pg/ml. Sample 24: 152.0 pg/ml versus 116.25 pg/ml. Sample 27: 93.7 and 89.0 pg/ml versus 67.83 pg/ml. Sample 36: 118.1 pg/ml versus 86.89 pg/ml. Sample 37: 60.6 and 57.8 pg/ml versus 126.89 pg/ml. Sample 44: 271.5 and 260.4 pg/ml versus 199.34 pg/ml. Sample 67: 420.9 and 424.3 pg/ml versus 307.36 pg/ml. Sample 73: 335.6 and 338.3 pg/ml versus 257.55 pg/ml. Sample 74: 363.5 pg/ml versus 278.87 pg/ml. Sample 79: 41.8 and 53.5 pg/ml versus 134.62 pg/ml. Sample 83: 265.8 pg/ml versus 202.2 pg/ml. Sample 91: 238.7 and 234.8 pg/ml versus 166.51 pg/ml. Sample 93: 944.0 add 986.5 pg/ml versus 714.81 pg/ml. Sample 99: 966.2 pg/ml versus 723.8 pg/ml. Sample 102: 901.8 and 901.0 pg/ml versus 678.02 pg/ml. Sample 105: 370.9 and 403.0 pg/ml versus 723.78 pg/ml. Sample 107: 479.3 and 489.6 pg/ml versus expected result of 363.21 pg/ml. Sample 109: 30.7 and 28.8 pg/ml versus 7.39 pg/ml. Sample 113: 22.7 pg/ml versus 6.2 pg/ml. Sample 115: 493.8 pg/ml versus 376.51 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros ipth results were obtained during a correlation test event and were not reported from the laboratory. There were no allegations of patient harm as a result of this event. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).